Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2463897. A search of the complaint database finds additional reported incidents against lot code 2563159 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. X-ray(s) were obtained and reviewed by a medical professional. There was no evidence of implant fracture or disassociation. See attached report for other findings. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1012237 or 1057707. A search of the complaint database finds additional reported incidents against lot codes 1091329 and 1123470 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, implant loosening and difficulty ambulating. Update 5/14/2013- pfs and medical records received. Part/lot was provided. Patient was revised to address a loose stem. There is no new additional information that would affect the existing MDR decision. Update rec¿d 05/14/2013 - the patient's medical records were received on 05/14/2013 indicate the patient had a loose femoral sleeve. A sleeve is being added to the complaint at this time. The complaint was updated on: 02/03/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: [com 010620 late letter.pdf]